Event description:
Following the cardiomems implant procedure, the patient experienced hemoptysis. Computed tomography angiography showed no contrast extra-venous from the pulmonary artery. The findings suggested that the patient likely experienced a left pulmonary artery injury resulting in pulmonary hemorrhage due to friable vasculature. Imaging also suggested aspiration of blood, resulting in an acute pneumonitis/alveolitis. Additional small airway clots were present, causing focal atelectasis. The patient received intravenous furosemide, protamine, high-flow oxygen, transfusion of one unit of packed red blood cells, and tranexamic acid nebulizers every 8 hours. They were monitored in the intensive care unit for two nights and subsequently discharged home in stable condition. No device malfunction or performance issue was reported.